Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the patient line of the homechoice cassette and the patient line extension set was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during drain two of four. The patient was connected at the time of the alarm. The patient stated that the patient line extension set disconnected from the patient line of a homechoice disposable cassette. The technical service representative (tsr) explained alarm, and assisted the patient in cycling power on the homechoice and turning the power off. There was no report of patient injury or medical intervention associated with this event. No additional information is available.